Event description:
Additional information was received from the patient. They reported that they had a lead replacement the day of the call because it was a bad lead and was corroded. The patient said the problem with the lead had been ongoing for a while.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# v170198 serial# implanted: (B)(6) 2008,explanted: (B)(6) 2020, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that the device was working as intended until it wasn't. Caller states she started noticing a pressure/pain in her vaginal region that could have been caused by high stimulation and positional movements. Caller states that the pain/pressure is on the righter most part of her vagina and moves slightly. Caller states since this issue started occurring she also noticed that she had a return of symptoms (frequency). Caller states that in the morning she will drink 2 cups of coffee and a half glass of water or a bottle of water which causes her to use the restroom consistently for over an hour. Caller states that she cant even make it through a television program without going to the bathroom. Caller states that she got the device because she was using the restroom so much. Additional information was received and patient said she put batteries in, and then lowered the stimulation "but im still having the pain of going to the bathroom on my vaginal area". Patient move from p3 at 0.1v to program 4 at 0.0v and she still feels this uncomfortable feeling in the vaginal area. Patient was redirected to follow up with their health care professional. No further complications were reported or anticipated.